Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message when no occlusion was present. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported constant downstream occlusion alarm which was not reproduced. The false alarms were confirmed through a review of the event history log. During the eval, the downstream sensor current reading was out of spec. The downstream sensor was calibrated.